Manufacturer narrative:
Investigation summary: although the reported outflow graft obstruction could have contributed to the low flow events observed in the submitted log file data, a specific cause for these findings cannot be conclusively determined through this investigation. The controller event log files contained data spanning from (B)(6) 2020 at 12:48:49 to (B)(6) 2020 at 12:55:07 and from (B)(6) 2020 at 17:46:12 to (B)(6)2020 at 04:19:37, per the timestamps. Low flow events were captured on (B)(6) 2020 beginning at 21:54:37 and on (B)(6) 2020 beginning at 09:48:23. The low flow events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A single low flow event on (B)(6) 2020 persisted for 10 seconds or more, activating a low flow alarm. No other notable alarms were recorded in the log files and the system appeared to have been operating as intended. The heartmate 3 lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was concern for cannula compression. Technical services reviewed the submitted log files, and low flow events were observed. Patient was admitted with shortness of breath (sob) and abdominal pain at the drive line exit site. On (B)(6) 2020, patient had complaints of dizziness, but with no low flow alarms. Abdominal computed tomography showed outflow cannula narrowing/external compression. Eccentric pannus and/or thrombus formation within the outflow cannula of the left ventricular assist device with approximately 50% cross-sectional area loss. There was no evidence of drive line infection or other acute pathology. Patient went to the operating room on (B)(6) 2020 for outflow graft bend release. Additional information was received on 17jan2020. The patient experienced with orthostatic hypotension and supine hypertension post outflow obstruction release. Per history flows 3.5-4. Analysis of log file revealed low flow, but no alarms. The pump was functioning as intended. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported outflow graft obstruction could have contributed to the low flow events observed in the submitted log file data, a specific cause for these findings cannot be conclusively determined through this investigation. The controller event log files contained data spanning from (B)(6) 2020 at 12:48:49 to (B)(6) 2020 at 12:55:07 and from (B)(6) 2020 at 17:46:12 to (B)(6) 2020 at 04:19:37, per the timestamps. Low flow events were captured on (B)(6) 2020 beginning at 21:54:37 and on (B)(6) 2020 beginning at 09:48:23. The low flow events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A single low flow event on 1(B)(6) 2020 persisted for 10 seconds or more, activating a low flow alarm. No other notable alarms were recorded in the log files and the system appeared to have been operating as intended. It was reported that the patient was admitted on (B)(6) 2020 for shortness of breath and abdominal pain at the driveline exit site, which prompted concerns of infection. An abdominal CT scan was performed and was suggestive of outflow graft narrowing/external compression, with a loss of approximately 50% of the outflow graft cross-sectional area. The center stated that any potentially interrupted lvad flow should be correlated to the outflow graft obstruction. Additionally, the center noted that there was no evidence of infection or other acute pathology. On (B)(6) 2020 the patient had complaints of dizziness but did not experience any low flow alarms. On (B)(6) 2020 the patient was taken to the operating room for an outflow graft bend relief release procedure. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 lvas instructions for use, rev. C, is currently available. Speed, power, flow, and pulsatility index are addressed in section 1 of this document. Section 4 describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.